Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 2.2 had multiple failed cubies that would not recover, and recovery attempts generated a read, write, or invalid cubie memory error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility: (b)(6) MEDICAL CENTERA review of the device history record for SN (b)(6)was performed from the date of manufacture, 07-MAR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 cubies C1, E1, and E5 ejected and displayed a memory error. A field service engineer (FSE) examined all drawer connections, replaced the retractor band to resolve and tested functionality. Additionally, retractor band for drawer 2.1 was replaced proactively due to possible wear. The system functioned as intended after the field service engineer repaired the device.